Event description:
It was reported a cardiac perforation and pericardial effusion (pe) occurred. The rt handed a non-boston scientific pigtail wire instead which got stuck in torflex dilator. The physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".